Manufacturer narrative:
Results: the ace68 was stretched from approximately 118.5 cm to approximately 127.5 cm from the hub. The total length of the ace68 was approximately 139.5 cm. Conclusions: evaluation of the returned ace68 confirmed stretching on the distal length. The reported complaint mentioned that while retracting the ace68, the device became stuck within a non-penumbra balloon catheter. If the device is forcefully retracted against resistance, the device may become stretched. Evaluation of the non-penumbra balloon catheter revealed a damaged device. There was distal damage on the non-penumbra device. These damages may have contributed to the ace68 becoming stuck upon retraction. Further evaluation revealed a kink near the proximal end of the non-penumbra. This kink may have also contributed to the resistance experienced while retracting the ace68. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 high flow kit. It was noted that the patient's anatomy was tortuous. During the procedure, the physician placed a penumbra system ace 68 reperfusion catheter (ace68) through a non-penumbra balloon guide catheter and went past a 360 degree turn in the right cervical ica. However, while tracking the ace68 over a microwire around the ophthalmic artery bend, there was instability and the physician pushed the balloon guide catheter, then the ace68 down towards the arch. The physician then decided to remove everything in order to place a neuron max 6f 088 long sheath (neuron max) instead of the balloon guide catheter for more proximal support. While retracting the ace68 from the balloon guide catheter, the physician experienced resistance and subsequently, the ace68 became stuck inside the balloon guide catheter and felt that it stretched when its distal tip was approximately one centimeter from the distal tip of the balloon guide catheter. The ace68 would not retract further and therefore, the physician removed the balloon guide catheter and the ace68 together. It was reported that the physician experienced resistance while removing the ace68 from the balloon guide catheter on the back table and upon removal, it was observed that the distal end of the ace68 was stretched. The procedure was successfully completed using a new ace68 and a neuron max. There was no report of an adverse effect to the patient.